Event description:
It was reported that the rubber bellows was missing on the piston, necessitating a pump replacement. There was no information provided regarding the impact on the customer¿s blood glucose level. As a corrective action, the pump is being changed, and a replacement pump with the serial number (B)(6) was issued, with the original device expected to be returned by (B)(6) 2025.